Manufacturer narrative:
The investigation included a review of the device history record (DHR), trending analysis of the odor/smells issue and system risk analysis (sra). Trending analysis of the odor/smells issue was reviewed from april 2017 to october 2017 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were returned for further evaluation. The assignable cause of the odor/smells issue is the vacuum pump oil. The field service engineer replaced the oil and confirmed the sterrad 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The fse replaced the vacuum pump oil to resolve the odor/smells issue. Unit meets specifications and was returned to service. The device history record (DHR) was reviewed for the sterrad® unit and no anomalies were observed that would contribute to the reported issue at the time of release. (B)(4).

Event description:
A customer reported a "heavy odor" emitting from the sterrad® 100s sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.